Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use included non-malignant pain and post-laminectomy pain. It was reported that the patient was to undergo magnetic resonance imaging (MRI). There was a suspected problem with the device or therapy, further described as the catheter was kinked. The MRI was reportedly not related to the kink. There were no reported symptoms. The event date was unknown. The patient reported that the pump was checked 2 weeks ago, but the reporter did not have any information on what that meant. No information was provided regarding the pump medications, event date, additional details regarding the catheter kink, what led to the kink, troubleshooting/how the kink was identified, cause of the kink, interventions or outcome. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.